Manufacturer narrative:
The reported event was not duplicated and no failures were confirmed as the product for this investigation was not available for evaluation. Device discarded by the customer.

Event description:
It was reported that during a surgical procedure at the user facility, the device keeps the drills running after releasing the footswitch. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during a surgical procedure at the user facility, the device keeps the drills running after releasing the footswitch. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
Product was discarded.